Manufacturer narrative:
Healthcare provider reported to intera oncology that the pump was successfully accessed and the issue has resolved. Based on the information reported by the healthcare provider, it is feasible that the reported access issue was due to the heatlhcare workers involved; although this is ultimately undeterminable. If further information is received at a later date, a supplemental report will be filed.

Event description:
Heathcare provider reported to an intera oncolgy clinical account specialist (cas) that they were having an access issue while trying to perform a refill on an intera 3000 hepatic artery infusion pump on 5/14/24. A flow study was successfuly completed on the same day indicating proper flow through the device. On 5/15/24, the ambulatory educator indicated that they did not get residual volume upon emptying the pump and were not able to inject saline into the pump. The ambulatory educator insisted the needle was in the correct position. On 5/16/24, interventional radiology accessed and refilled the pump successfully. Healthcare provider reported to the intera oncology cas that the issue had resolved.

Manufacturer narrative:
Healthcare provider reported to intera oncology that the pump was successfully accessed and the issue has resolved. Based on the information reported by the healthcare provider, it is feasible that the reported access issue was due to the heatlhcare workers involved; although this is ultimately undeterminable. Supplement is to add patient information (as made available) from the healthcare provider. Blank fields in the MDR form represent unknown information. If further information is received at a later date, a supplemental report will be filed.

Event description:
Heathcare provider reported to an intera oncolgy clinical account specialist (cas) that they were having an access issue while trying to perform a refill on an intera 3000 hepatic artery infusion pump on 5/14/24. A flow study was successfuly completed on the same day indicating proper flow through the device. On 5/15/24, the ambulatory educator indicated that they did not get residual volume upon emptying the pump and were not able to inject saline into the pump. The ambulatory educator insisted the needle was in the correct position. On 5/16/24, interventional radiology accessed and refilled the pump successfully. Healthcare provider reported to the intera oncology cas that the issue had resolved.